Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected, vitros troponin (tropi es) results were obtained from two different samples drawn from one single patient when compared to normal results obtained on a non-vitros test system. Additionally, a non-reproducible, higher than expected result was obtained from another patient using vitros tropi es reagent on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3030 performance issue was not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3030 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. A pre service vitros tropi es within-run precision test was not performed. Therefore, the performance of the vitros eciq immunodiagnostic system at the time of the event cannot be completely ruled out as a contributing factor. Vitros tropi es within run precision testing performed post ortho field engineer cleaning actions was within acceptable guidelines and additional precision testing performed by an ortho laboratory specialist was also within acceptable guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3030. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained non-reproducible, higher than expected, vitros troponin (tropi es) results from two different samples drawn from one single patient when compared to normal results obtained on a non-vitros test system. Additionally, a non-reproducible higher than expected result was obtained from another patient using vitros tropi es reagent on a vitros eciq immunodiagnostic system. Patient sample 1 results of 0.077, 0.140, 0.165 and 0.059 ng/ml versus the expected result of 0.012 ng/ml patient sample 2 result of 0.150 ng/ml versus the expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported outside of the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).